Event description:
A customer contacted beckman coulter, inc. (Bec) to report a fluid leak under immage 800 immunochemistry system. The customer stated the leak was under the instrument near sample wheel area. Msds was not reviewed, but the facility has exposure control plan. There was no exposure to uncovered wounds or mucous membranes. No injury was reported. Medical attention was not sought and there was no effect to patient or user.

Manufacturer narrative:
Service visited the site on (B)(4) 2011 and found a tubing under syringe was loose. The field service engineer (fse) tightened the loose syringe and the issue was resolved. (B)(4).